Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history records (DHR)review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. The device was returned for analysis with the tamper seal on the plunger assembly removed/broken. The device was cracked on the right plunger case and the lower left hand corner of the top case. A review of the event history log showed auxiliary control unit (acu) watchdog and primary audible alarm background (bgnd) test in the log history. During functional testing power up and occlusion tests were performed, the reported issue was unable to be duplicated. The root cause was unable to be determined. Replaced the speaker for preventive measure and performed preventative maintenance and all functional testing which the device passed.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that there was an acu watchdog and background test error during testing. There was no patient, or clinician injury associated with this event.